Event description:
It was reported that the patient had suspected infective endocarditis with a pulmonary embolus. The implantable cardiac defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had suspected infective endocarditis with a pulmonary embolus. The implantable cardiac defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694858 implantable tachy lead, (B)(6) 2005; 7278 implantable cardioverter defibrillator, (B)(6) 2005. (B)(4).